Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The cause of the handpiece failure is a defective motor. This is a component failure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the machine displays error code "e19". According to the event description there is no information that the event caused a harm or serious injury to patient, user or third.